Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study. Unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the exact issue (did the suture got broken or did the suture pull off from the needle)? Please clarify: answer: suture pull off from needle (ie detached from the swage end). 2. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Answer: patient did not suffered from any signs or consequences. 3. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Answer: no. 4. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Answer: no. 5. How long (in minutes) did the surgery prolong? Answer: 6. What tissue was being sutured when the event occurred? Answer: skin. 7. Was additional dissection required in other organs/tissues other than the target tissue? Answer: no. 8. Was there any change in the patient's post-operative care due to the prolonged procedure? Answer: no. 9. What is the source of information for the queries above? Answer: provided by staff nurse in charge at hospital. 10. Device follow-up: is the product still available for return? Answer: yes, available. Device will be shipped. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2023 and suture was used. Suture thread detached from swage. Opened a new suture pack, procedure was successfully completed. There were no reported adverse patient consequences. Additional information has been requested.